Event description:
A malfunction alarm with code malf 12 was reported by the customer, and it was noted that the customer was unable to reset the pump at the moment. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Tandem technical support planned to provide pump reset information upon the customer's follow-up. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.